Manufacturer narrative:
H3: analysis of the 37642 patient programmer (pp) (s/n#: (B)(6)) revealed that they replaced telemetry board due to corrosion on board, fell apart/ corrosion bottom case and scratched faceplate. Device was scrapped due to failure final tests on board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient's representative regarding an external device. The reason for call was that the caller was trying to use the patient programmer to turn the implanted neurostimulator on, but it would not power on. The caller tried new batteries, but that did not resolve the issue. The issue was not resolved through troubleshooting. No symptoms reported. Caller called back with the replacement patient programmer and was able to connect to implant and see that it was on and the battery level is ok. Caller then moved to the recharger and was able to charge the implant.